Event description:
Caller alleged discrepant results with the inratio meter compared to the lab for one pt. Results as follows: date: (B)(6) 2012, inratio results: 1.2, 3.6, 1.8, lab: 2.9, time between test: (five mins). Inr was 1.2 and too low, so nurse retested inr 3.6, which was too high, then again 1.8. Pt's therapeutic range 2-3. Customer's operational techniques: the first drop of blood was not used.

Manufacturer narrative:
Investigation pending.